Event description:
It was reported that the surgeon revised the sutureless pump connector on (B)(6) 2014 and believed that she found a leak. Additional information has been requested, but it was not available as of the date of this report.

Event description:
The patient outcome was unknown following the revision.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that the patient had continued withdrawal. The catheter issue was determined to be a "break." There was a leak at the sutureless connector site. Patient's past medical history included "cp with spastic quadriplegia." The catheter issue was determined with operative exploration. Intervention included revision and replaced sutureless connection. There was no catheter or catheter segments left in the patient that was not used. The patient recovered without permanent impairment.

Manufacturer narrative:
Analysis of the catheter revealed no significant anomaly. Sc connector non significant indent in seal, did not affect infusion.

Event description:
Additional information later reported that the md clamped cut end of catheter and pushed fluid through catheter access port (cap) with needle and it leaked, however distal cut end was clamped off. Md suspected breakdown of pump connector material around metal. The sutureless pump connector was replaced with a new one. The catheter (implanted on (B)(6) 2008) was returned to the manufacturer on 7/9/2014.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).